Event description:
Md was working with the supra core 35 wire, in and out of the body. Wire unravelled at the weld joint transitions. Md removed the wire from the body intact and with no harm to the patient.